Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While using the capio and monodek suture for a sacrospinous fixation for prolapse repair the taper cut bullet on the suture detached while trying to apply the bullet through the sacrospinous ligament. The bullet became dislodged in the patient and the physician was not able to retrieve the bullet. The patient's condition patient is stable. The patient was observed under fluoroscopy and confirmed that the bullet is in the patient.